Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump alarmed motor error, compromised force sensor system alarm and unexpected restart alarms. The customer's blood glucose level was 319 mg/dl. The customer reported that they did not wear the insulin pump due to the error. The customer reported that it was not possible perform tests due to partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm, motor error alarm, a33 alarm and missing segments/partial display anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.